Manufacturer narrative:
This supplemental report is being submitted to provide the review and investigations results of the reported phenomenon/ issue of the customer. The root cause of the reported issue was identified to be caused by improper connection to the cable as the reported issue resolved by connecting both ends of the cable correctly. It is concluded that the connection status is caused by improper handling. In addition, it is concluded that the endoscopic images disappeared due to improper handling by the user as it failed to press the button appropriately. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned for evaluation. The technical support assistance engineer guided the customer by checking the sdi cable and to make sure it was tight on the both ends. The user was also instructed to select the sdi port in the monitor settings of the device. Once completed, the device showed the image and the color bar issue was resolved. Based on the troubleshooting findings, the issue was due to loose cable connections and likely attributed to use error. Once the cable was tighten and correct port was selected, the issue was resolved.

Event description:
It was reported that the device oev-261 exhibited red image on the border and then lost the image. The issue occurred prior to a procedure. There was no patient involvement on this report.